Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. Functionally, a skip was audible in the firing stroke during testing. It was reported that the device did not work as expected. An associated device issue was confirmed. The product analysis noted evidence that the device was not used as intended. This can occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not work. Initial evaluation of the incident device found sheared teeth on the firing rack and was most likely due to the device being used beyond recommended tissue thickness.